Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior fusion in which plate, pre-bend rod and pedicle screws were implanted at c2 level. Postoperatively, about half of the c2 left screw was back-out because of which revision surgery was performed. During revision surgery, right screw was also replaced to place it again by magerl technique. Those removed screws were discarded.